Event description:
New information received noted that there was no magnet response.

Manufacturer narrative:
Reported event of failure to interrogate was confirmed. The device was received from the field unable to be interrogated upon receipt. A longevity calculation was performed and found the battery depletion was premature. Analysis of the hybrid noted high current drain. Further analysis was performed, and an integrated circuit anomaly was found to be the root cause of high current drain and premature battery depletion.

Event description:
It was reported that the patient presented for an initial procedure. During the procedure it was noted that the implantable cardiac monitor could not be interrogated via bluetooth. The device was not used, and new device was implanted. The patient was in stable condition.